Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the right ventricular and right atrial lead exhibited noise. It was noted that noise reversion episodes were noted despite programming changes. The leads were explanted and replaced. Patient was stable.

Manufacturer narrative:
A partial lead with the connector pin measuring 4.6 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
The reported event of noise was confirmed. A complete lead was returned in two pieces. External insulation abrasion breaching the outer insulation exposing the outer coil was noted at 48.8-49.4 cm from the distal tip consistent with lead friction to the device can.